Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (B)(6) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the lock has both rotational and lateral movement, and a residue buildup is present. The index knob and lock require replacement of worn internal parts and machining to have helicoils added to large starburst threads. To resolve the issues, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced, and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit due to the index knob and lock requiring replacement of worn internal parts. The probable root cause is routine use and wear. No further corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the surgeon noted some movement of the rocker arm of the mayfield modified skull clamp (a1059) while it was locked/clamped on the patient. It is unknown if there was patient injury or surgical delay. Additional information has been requested.